Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6)) displayed user advisory 07 (discrepancy between load 1 and load 2 too large) was confirmed during both archive data review and functional testing. The root cause of the ua07 was malfunctioning load cells, likely attributed to mishandling such as dropping the platform. A review of the archive data showed multiple user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) around the customer's reported event date, confirming the reported complaint. Functional testing failed due to the ua07 advisory message displayed upon powering up the platform, confirming the reported complaint. A load cell characterization test indicated that load cell #1 was over-reporting and load cell #2 was under-reporting. Both malfunctioning load cells were replaced to remedy the issue. Following service, the autopulse platform passed all testing criteria. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with serial number (B)(6).

Event description:
The customer reported that the crew found that the autopulse platform (sn (B)(6)) displayed user advisory 07 (discrepancy between load 1 and load 2 too large) during their morning shift check. The crew attempted to troubleshoot with no success. The customer tried to clear the advisory message by removing the battery for several minutes, using a different battery, and removing/replacing the lifeband. None of those attempts were successful and the ua07 persisted. The customer stated they could not see any visual signs of damage, and crews did not report any previous issues. No patient involvement.